Manufacturer narrative:
This incident has been recorded under (B)(4). Once investigation is completed a final/supplemental report will be submitted.

Event description:
It was reported that during allograft processing the device was not cutting properly and had worn gears. There is no patient involvement and therefore no harm or delay in any surgical procedure. No further follow up is indicated.

Manufacturer narrative:
This cmp has been recorded under (B)(6). Updates performed on b4 b5 d4 d9 g3 g6 h2 h3 h4 h6 h10. Review of the most recent repair record determined the unit was found to have a bent comb and damaged gears. The comb, bottom roll, and gears were replaced and resolved the reported issue. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trend.

Event description:
No additional information is available.